Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to be charged with the usb cable. The pump was charged using an alternate cable. Blood glucose was 90 mg/dl.